Event description:
It was reported that the patient was having discomfort at the ipg site. The patient underwent a revision procedure wherein the pocket site was moved higher and the ipg was replaced. The patient was doing well postoperatively and the explanted ipg was kept by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.